Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having loss of therapeutic effect for implantable neurostimulator (ins) about 3 days ago. Patient was not able to increase stimulation as there were poor communication on patient programmer (pp). Patient put new batteries in programmer and was able to connect. Pp showed that device was off. Patient turned the device back on. Patient was advised to consult back to doctor for more information. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.